Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that they was unable to transfer/order messages in pyxis. The technical support specialist determined that the issue was caused by improper reboot of es server, hence recycled the external inbound processors service to resolve this issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system was unable to transfer/order messages in pyxis. The customer stated that this malfunction occurred while the user was trying to remove medications and causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.